Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
According to the available information a patient received two xive dental implants in region 12 and 14 (fdi# 24 and 26) on (B)(6) 2020. The implants were lost on (B)(6) 2020 due to incompatibility/intolerance according to the dentist.